Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during insertion, a kink was found on tip of sheath dilator of the intra-aortic balloon (iab). Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The sheath and dilator were returned without visible blood on it. The dilator tip was found to be bent. The evaluation confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during insertion, a kink was found on tip of sheath dilator of the intra-aortic balloon (iab). Replaced iab to continue therapy. No patient injury was reported